Manufacturer narrative:
Analysis was not available at the time of this report. A follow-up report will be sent upon completion of the analysis. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.

Event description:
It was reported the pt had his ambicor penile prosthesis replaced due to mechanical failure: the cylinders would not inflate. No pr complications were reported in relation to this event.